Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred in the right atrium requiring a pericardiocentesis. Following transseptal puncture, prior to inserting the volt catheter the pericardial effusion was observed with the ice catheter. Protamine was administered, and when performing the pericardiocentesis, the blood was noted to be venous in nature. The patient is stable. It is unknown what caused the pericardial effusion; however, it could have been caused by maneuvering the catheter in the coronary sinus or by maneuvering the introducer for transeptal puncture. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.